Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned at this time. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this device exhibited a decrease of 2 years in battery longevity over a six month period. Data analysis revealed the device had an increased battery consumption and recommended device replacement. Additional information was received confirming this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited a decrease of 2 years in battery longevity over a six month period. Data analysis revealed the device had an increased battery consumption and recommended device replacement. No adverse patient effects were reported.